Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient has been having more pain in the back area where the ins is located, and therapy is not working right. The patient's spouse accidentally backed into them with their truck and struck the patient right where the ins is located. Their ins doesn't seem to be in the right place anymore and they are having a spasm. The patient also recalled a car accident where someone hit them which lead to a spasm. They met with their manufacture representative (rep) where their device was reset. The patient has also had trouble peeping for several months. During the call, the consumer was able to sync with the ins which showed stimulation was on program 1 at 1.4v. Stimulation was increased to 1.6v where it was comfortably felt. Patient was redirected to their healthcare provider (hcp) to discuss the pain and symptoms. No further patient complications have been reported as a result of this event.